Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) level was high with no ketones and an insulin injection was used to address the high bg level. The customer changed the cartridge, infusion tubing and site. As the supplies to the pump had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.